Manufacturer narrative:
The patient was on the vent and was also on an aerosolized medication. The doctor and therapist were in the room when the vent stopped working due to occlusion. The filter was subsequently changed and corrected the situation. The application of medication could have directly contributed to occluding the filter and blockage. Per the IFU "do not use this product between the patient and a source of nebulized drugs" and "when nebulized drugs are administered, resistance should be monitored and the product should be exchanged following standard hospital procedure". Initial usage would indicate the filter operated as intended prior to administration of medicine.

Event description:
Product was causing problem with ventilator.